Event description:
The customer reported that while the unit was in use on a pt, the unit shutdown while connected to ac power. The customer's biomed verified proper charging and battery run time. Then the unit was placed back into service. The unit failed again. The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep observed that connected to ac power, the unit shutdown after 6 mins but ran normally on battery. The company rep replaced the power supply (B)(4). The unit was tested to factory specification. It functioned normally and was returned to the customer.